Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During interrogation it was discovered that the right ventricular (rv) lead was exhibiting loss of capture, sensing, and low impedance. It was also noted that several non-sustained oversensing episodes were observed that resulted in myopotential oversensing. The patient underwent rv lead revision. A fluoroscopy was performed that revealed that the rv lead had perforated through the right ventricular. The physician opted to explant and replace the rv lead, a new lead was successfully implanted. The patient condition was unavailable.